Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer received a package of bd insulin syringe(s) with bd ultra-fine¿ needle(s) that had defective plungers. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Bd received (13) 1/2cc, 12.7mm, 30g syringes in an open poly bag from lot # 7030518. Customer states that the syringes are depressed at 0 and the hub and needle will be off when the shield was taken off. All returned syringes were examined and no defects were observed on any part of the syringes. Also, all syringes were tested and no hub-needle assembly separated from the barrel when removing the shield. As per manufacturing, a review of the device history record was completed for batch# 7030518. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200683338] noted that was related to cracked hubs. Root cause cannot be determined at this time as the issue is unconfirmed.